Event description:
New information received notes that the patient was stable after procedure.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Rapid battery depletion was due to excess high voltage charges. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was returned for analysis. The device was analyzed and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal, longevity was calculated based on the device usage. The result showed the battery depletion is normal.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was done. The patient was stable.